Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded signal artifact monitor (sam) events with high, out of range shock impedance values from the right ventricular lead. The crt-d remains in service at this time. No adverse patient effects were reported.